Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported having jumped into a pool with the insulin pump on, which she then put in a jar of rice to dry out. The night of (B)(6) 2015, the screen became dim, customer changed the battery, and when she went to rewind and change the set, she received a motor error. Customer's blood glucose at this point was 176 mg/dl. During troubleshooting, it was found the insulin pump had alarmed with a motor position encoder error. There was also fluid under the lcd display. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement test or verify other alarms in the alarm history due to the motor error alarm during the rewind. The pump was received with moisture damage on the electronics, vibrator, keypad and battery tube assembly. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked reservoir tube and cracked battery tube threads.